Event description:
It was reported that during a da vinci-assisted sleeve gastrectomy surgical procedure, non-intuitive motion issue occurred during multiple cases yesterday. The procedure was converted to laparoscopic with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-ups attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Based on the claim against the product by the customer noting non-intuitive motion, an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was not confirmed. The isi fse inspected the system for non-intuitive motion. The isi fse sat in two cases for the day to troubleshoot nonintuitive motion on the system. The isi fse notes no problems with motion system-wide during cases for the day. The isi fse spoke to doctors in the two cases for the day and they note no issues, and everything ran smoothly regarding the intuitive motion on the system. The isi fse noted detailed troubleshooting steps to inspect endoscope cameras used in cases as well as verified that cannulas did not contain dents, burrs, or any other imperfections. The isi fse made adjustments to resolve the issue. The system was tested and verified as ready for use. The complaint regarding non-intuitive motion was not confirmed based on the field evaluation.